Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported hearing beeping tones from the device. The patient was seen in the clinic, where interrogation of the device revealed the battery status was at explant. At the previous follow-up in (B)(6) 2011, the device showed a longevity of 8.5 years remaining. It was noted on the battery details screen that the power consumption was significantly higher than expected. A boston scientific technical services consultant recommended replacing the device. The device was explanted, replaced, and returned for laboratory analysis.